Manufacturer narrative:
The sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that two patients experienced corneal edema possibly due to increased aspiration with the combination of the balanced phaco tip and the system settings. The surgeon also indicated that he has noticed that the balanced phaco tip does not sculpt in a controlled manner. Additional information and a product sample have been requested. This is the first report of two for this user facility for the same event. This report reflects the balanced phaco tip.

Manufacturer narrative:
The initial MDR submitted (manufacturer report number 1644019-2015-00834) has since been identified to have been a duplicate of manufacturer report number 2028159-2015-07647. All subsequent information received regarding this event will be submitted under manufacturer report number 2028159-2015-07647. (B)(4).